Event description:
It was reported that the patient had not experienced any changes in seizure frequency since their generator replacement surgery. The patient indicated that they "may even be worse" referring to their seizure frequency. Multiple attempts for additional information were made; however, no further relevant information has been received to date.